Manufacturer narrative:
The subject device has not been returned to olympus medical systems corp. But was returned to olympus (B)(4). Following additional high level disinfection at ode, the subject device was sent to a third party laboratory for additional microbiological testing. In the test, the biopsy channel tested positive for mesophilic aerobic bacteria (13cfu/10ml) and the air/water channel tested positive for same bacteria (2cfu/100ml) but the testing result cleared (B)(6) guideline. The test indicated no microbial growth for the distal end of the subject device. Omsc reviewed the manufacture history of the subject device and confirmed no irregularity the exact cause could not be determined at present.

Event description:
Olympus medical systems corp. (Omsc) was informed that during surveillance culturing test by the facility, the biopsy channel of the subject device repeatedly tested positive for unspecified bacteria. The subject device had been reprocessed using olympus automated endoscope reprocessor model etd-3 (not available in the USA) with peracetic acid. There was no report of patient infection associated with the event.